Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator did not enter apnea mode ventilation and did not alarm for either apnea or low respiratory rate after one minute. Changing of the ventilation mode did help ventilating the patient. The ventilator had no trace and displayed a respiratory rate and tidal volume of 0. The patient oxygen saturation dropped to 93% and quickly recovered once manually ventilated.

Event description:
It was reported that the ventilator did not enter apnea mode ventilation and did not alarm for either apnea or low respiratory rate after one minute. Changing of the ventilation mode did help ventilating the patient. The ventilator had no trace and displayed a respiratory rate and tidal volume of 0. The patient oxygen saturation dropped to 93% and quickly recovered once manually ventilated.

Manufacturer narrative:
The investigation was based on the logfile of the affected device and onsite examination by dräger service. According to the investigation result the reported stop of ventilation could not be confirmed. The device behaved and alarmed as specified. The cockpit infinity c500 posted several alarm messages concerning "disconnection?" On the reported time. As per log file the anti-air shower feature was active. During each disconnection the device posted the alarm message "disconnection?" And reduced the flow delivery until a reconnection was detected, therefore no graphs were displayed. The anti air shower function was probably misinterpreted. During the onsite device analysis no problem was found and the device passed all tests. No device malfunction could be detected according to all investigation results. The device alarmed and behaved as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur.